Event description:
Customer was hospitalized for diabetes ketoacidosis, her blood glucose was stabilized when placed on a drip, however, went up again when she started a new site on the pump.

Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specs.